Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml bupivacaine at 3 mg/day, 2100 mcg/ml baclofen at 260 mcg/day, and 10 mg/ml dilaudid at 1.24 mg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient's pump was due for end of service on (B)(6) 2017 due to normal battery depletion. The patient had an unrelated urinary tract infection and was paraplegic and the physician was not going to be replacing the pump on (B)(6) 2017 as planned. The pain management hcp was also aware and they would be covering the patient with oral medication in the meantime. It was later reported that the uti the patient experienced was due to a suprapubic catheter issue not related to the device or therapy. Additionally it was noted the patient was hospitalized for the uti. The patient was too ill from the uti to have a replacement until (B)(6) 2017 and eos had occurred on (B)(6) 2017. It was noted the rep had thought the eos date would have been (B)(6) 2017, so the patient was without intrathecal medication for approximately one week and eos was missed. The existing drug from the pump was utilized in the replacement pump and the intrathecal doses were decreased by approximately 50% because of the patient being without intrathecal medication for that week's time. No further issues were reported or anticipated.